Event description:
The customer received questionable results for thyrotropin (tsh) on one patient sample. All results are in uiu/ml. On (B)(6) 2014, the customer received two "sst" tubes for a patient from an offsite lab draw. The original result of 0.033 was generated from one of the "sst" tubes on (B)(6) 2014. The initial result was reported outside of the laboratory. The physician sent the patient to a hospital for a second sample draw to verify the tsh result. The customer received a call from the physician and requested a repeat of the initial sample as the result from the hospital draw was different. The result from the hospital draw was not provided by the customer. The patient was not admitted to the hospital; and neither was treatment given, nor withheld. The customer pulled both "sst" parent tubes, 1 modular pre-analytic (mpa) tube, and 1 other aliquot from the initial sample draw. All of the samples were repeated and generated the following results: 1.37, 1.39, 1.34 and 1.32. The repeat results were all generated on another cobas 8000 e602 with the exception of the 1.32 result. The result of 1.32 was generated on the original instrument. The customer indicated the result of 1.34 was generated from the mpa aliquot tube that had generated the initial erroneous result. The customer could not clarify further which of the repeat results came from which tubes. The customer deemed the repeat result of 1.34 to be the correct result and created a corrected report. There was no adverse event. In addition to the tsh, the customer indicated that the original order was a "cmp", uric acid, "mg", lipid, "crphs", ferritin and "tpsa"; all of which had normal results and none were rerun. The customer did not provide data for these results. The lot number of the tsh reagent in use was 17448201, with an expiration date of 06/30/2014.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative found that the customer was still running the system and was unable to produce the container/sample cup. He checked the system, which looked fine. The customer performed calibration, controls and a precision study across all systems under the direction of the field application specialist; which all checked out good.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was determined that the root cause may be related to an issue during the pre-analytical phase and, or the presence of bubbles/foam on the reagent surface. However, with the information that was provided, this could not be confirmed.